Event description:
During transobturator tape mid urethral sling placement, the coupling for the I-stop graft broke off when the surgeon was pulling it through the transvaginal path to the groin. Another I-stop was not available, so the surgeon utilized an obtyrx tot sling in place to do the procedure. There was no injury to the patient, and she tolerated the procedure well.